Manufacturer narrative:
No product was available for evaluation and therefore, a specific cause for the low speed events and suspicious lactate dehydrogenase levels could not be conclusively determined. The patient remains ongoing on lvad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age, gender and weight has been requested but has not been provided. The serial number was requested but was not provided. The expiration date is not known. The device manufacture date is not known. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by an outside medical facility that the patient was experiencing red heart alarms and suspicious lactate dehydrogenase levels of 300 u/l. The patient has a history of poor compliance, speeds as low as 8400 and currently presented with speeds of 8600 rpms. The device appeared to be working as intended with inflow and pump position reported as "ok". The patient had recent history of low inr of 1.0 for a duration of 1-1.5 weeks. Maps 80s, heart rate variable. Arterial line placed, x-rays ordered. The patient is asymptomatic at this time. No other issues, pump is running as intended. The medical facility is to consult with the implanting center for guidance. Additional information has been requested, but has not been provided.